Manufacturer narrative:
(B)(4). Additional information: batch # m91g42. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the jaws would not open or close during an unknown procedure. The procedure was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4).